Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. From the previous complaint filed against this batch# an investigation was carried out confirming that the incorrect top web was used. Root cause was due to manufacturing personnel. During the production of this batch a web roll was replaced using not the right one. Training was performed to all applicable personnel regarding this issue on 22jan2019. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of needle 25x1 rb experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: material no: 305125 batch no: 8331535. It was reported that customer ordered 305125 and received product with 2sp containing item number 305122 with the same lot number as the product ordered. Customer called and stated, they order 305125 and received product with 2sp containg item number 305122 with the same lot number as the product ordered. Lot number 8331535 item ordered 305125 lot received, 8331535, 305122 lot number 8331535. Customer is requesting replacement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 25x1 rb experienced a mix of product types in a pack which was noted prior to use. The following information was provided by the initial reporter: material no: 305125, batch no: 8331535. It was reported that customer ordered 305125 and received product with 2sp containing item number 305122 with the same lot number as the product ordered. Customer called and stated, they order 305125 and received product with 2sp containg item number 305122 with the same lot number as the product ordered. Lot number 8331535 item ordered 305125 lot received, 8331535, 305122 lot number 8331535. Customer is requesting replacement.